Manufacturer narrative:
The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that this patient's left shoulder was revised approximately 1 year 8 months post initial operation. Patient complained of pain. Patient was last known to be in stable condition following the event.

Manufacturer narrative:
The reason for the pain reported cannot be conclusively determined but may be related to an underlying patient condition, component loosening, component sizing, positioning, or impingement issues, or a combination of the above. However, this cannot be confirmed because the devices were not returned for evaluation, and relevant patient information, or images were not provided. The provided radiographs appear unremarkable. H6: corrected component and investigation clinical codes.